Event description:
Crm received info that this dextrus atrial lead had dislodged. A revision procedure was performed and the lead was removed from service. A new lead was implanted without further incident.